Event description:
One of the "ear" on the exhalation port of the heated circuit broke off when my son was playing on the floor and rolled over onto the circuit. Immediately noticed that something was wrong with his circuit because the leak numbers on his ventilator increased. Subsequently, I checked the circuit and discovered that the "ear" had broken off. I quickly disconnected the circuit from his trach and found the broken piece in his tubing. This could have had serious consequences if the broken "ear" had remained in his tubing and ended up in his trach. This could have serious consequences if the broken piece remained in the circuit and ended up in the tracheostomy tube. We believed that this broken piece might have been due to disconnect the circuit at above the exhalation port (and below the step-down connector) to attach a nebulizer kit. However, this is something we need to do frequently to treat my son's condition. Dates of event: (B)(6) 2018.